Manufacturer narrative:
Failure investigation (fi) lab received the sensor board for evaluation. Visual inspection of the returned sensor board revealed no evidence of damage or contamination. The fi technician installed the sensor board into the fi test ventilator and confirmed the reported problem. The fi technician identified the ventilator generate a diagnostic code error message of blower fan failure and air source fault displayed on the screen. During debugging, fi technician observed a trace to j3 connector cracked open connection. Fi technician soldered the trace to j3 connector on the sensor board; re-tested and passed. Root cause for the reported issue is due to the cracked open connection on the sensor board.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The manufacturer's field service engineer (fse) reported during servicing, the fse observed a diagnostic code message of blower fan failure. Customer reported there was no patient involvement.